Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). D9 device available for evaluation - correction h2 - correction h6 - correction.

Event description:
Subsequent to the initial MDR, a correction is required.